Manufacturer narrative:
The implant date was reported as either (B)(6) 2011 or (B)(6) 2004. A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6), no contact information available.

Event description:
As reported by the patient¿s attorney, a precision twist transvaginal anchor system was used during a procedure. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.